Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump experienced a load step malfunction. There was no reported adverse event associated with this complaint. This complaint is being reported because the pump reportedly had a load step malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no evidence of a 'load step malfunction' or 'loss of prime' warning. The pump was found to boot up normally with no issues. The 'ez-prime'/prime steps were successfully performed on he pump. The force sensor was found to be within calibration. No issues were found with the display, force sensor flex pins or with the force sensor circuit.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.